Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the anchor tip had broken off to the side. A visual inspection revealed that the anchor was still present on the device. The anchor tip had broken and bent off to the side. The inserter tines were severely bent in the same direction as the anchor tip. There was debris on the device and anchor. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material found that the storage protocols, material specifications, and material tests were appropriately documented. A material certificate of analysis was required for the raw material. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, improper preparation of the insertion site, or excessive force or torque. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a shoulder rotator cuff repair surgery, the twinfix anchor broke and pieces were removed with tweezers. The procedure was completed with a backup device with no patient injury. There was a delay equal to or less than 30 minutes. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.